Manufacturer narrative:
A nalu representative present at the explant procedure reported that there was no obvious visual damage to the device. The patient is reported to be relatively active and also wears and ankle brace on the right lower extremity. It is unclear if possibly the patient's activity level was inappropriate during the recovery period. Possibly contributing to the device being unstable and disconnecting before the area had fully recovered. It is possible that the lower extremity brace contributed to the event by placing pressure on the device during healing. It is also possible that the device had not been fully connected during the implant procedure, allowing for disconnection during the healing process. A conclusive cause for the device disconnection is unable to be established with the information available.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat right lower extremity pain. When a nalu representative attempted to activate the system during a post-op visit, the patient reported no sensation from the device and testing returned low impedance readings. During the activation, the physician noted some pain and slight redness at the incision site and suspected infection. Physician recommended to explant the system due to the suspected infection. On (B)(6) 2024 the system was explanted and the physician reported no signs of infection upon opening the site. During the explant procedure it was discovered that the implanted lead had become disconnected from the implantable pulse generator (ipg) and that had been the cause of the patient's discomfort at the incision site.